Event description:
Diabetic took insulin based on device value of 244 mg/dl as prescribed. A short while later, the diabetic felt "sick and weak", so went to the emergency room for assistance. At emergency room, blood glucose was determined to be 48 mg/dl. Diabetic was treated with intravenous glucose and released.